Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 1 device was evaluated in the field and the issue was confirmed; the device had a misaligned component. 1 device was not evaluated as the customer canceled their service request and reported they would perform their own repairs. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the brakes were difficult to engage. 1 event had no patient involvement, 1 event it was not known if there was patient involvement.